Event description:
It was reported that a false pause episode and a false episode of bradycardia were observed with artifacts on the electrogram (egm), and loss of contact with the implantable cardiac monitor (icm) was suspected. It was also noted undersensing after a premature ventricular contraction (pvc) was observed, as the pvc amplitude was high with normal r-waves undersensed for one beat. The patient will continue to be monitored and the icm remains in use. No patient complications have been reported as a result of this event.